Event description:
Original device implanted in 2002. Pt admitted to hospital for exploratory laparotomy, small bowel resection, transection penile prosthesis reservoir. Resevoir had eroded small bowel.